Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was in the customer¿s pocket and was pushed against a desk. Subsequently, the touchscreen was noted to be cracked and unresponsive. The customer's blood glucose was 247 mg/dl. The customer has manual injections available for insulin therapy.